Event description:
During procedure the presidio coil was inserted and it failed to detach from the wire.

Manufacturer narrative:
The dcb and the connecting cable were not returned. The coil was returned unsheathed and unprotected. The detachment fiber did not receive heat and melt. The proximal end of the coil was stretched. The coil unraveled out of the soldered section. This required excessive force. The distal section of the coil was returned knotted and damaged. Exposure of only the resistive heating coil section to ultrasonic and manual manipulation caused the static 0.0 ohms to float into an out of specification of >32.012 m ohms. The coil was returned severely damaged. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.